Event description:
It was reported that high temperature readings were observed. During an ablation procedure to treat atrial fibrillation in the left atrium an intellanav mifi open-irrigated ablation catheter was selected for use. The ablation was stopped after the temperature readings increased to 70 to 90 degrees celsius. It was not indicated whether the irrigation flow of the catheter was disrupted. The procedure was completed with another catheter of the same model. No patient complications were reported and the patient's current condition is fine.

Event description:
It was reported that high temperature readings were observed. During an ablation procedure to treat atrial fibrillation in the left atrium an intellanav mifi open-irrigated ablation catheter was selected for use. The ablation was stopped after the temperature readings increased to 70 to 90 degrees celsius. It was not indicated whether the irrigation flow of the catheter was disrupted. The procedure was completed with another catheter of the same model. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Visual inspection noted that the catheter was returned in a slight right curve position dried saline were found in the luer, on the handle, shaft an tip. Dried body fluid was also found on the tip. Continuity checks revealed no electrical opens or shorts and all electrode, thermocouple, and magnetic sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested and was within an acceptable limit. A device history record review was performed and no deviation was found. No manufacturing related observations were discovered during returned device analysis. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.